Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg became loose and twisted in the pocket resulting in the system being inoperable. As a result, the patient may undergo surgical intervention.

Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the device was explanted.